Event description:
On (B)(6) 2010, I had surgery in (B)(6) for vaginal prolapse. The physician surgically implanted the apogee vaginal mesh and monarch transorbtural sling, both products of american medical systems (ams). Almost immediately after the surgery, I had intense pelvic/groin pain which grew worse as the months passed. Despite repeated visits to the hospital the pain was misdiagnosed. On top of debilitating pain I also suffered from incontinence and loss of control of my bowel function. Neither of these medical problems existed prior to the mesh implant surgery. Pieces of plastic mesh protruded from my vaginal wall, there was a foul odor coming from my vagina and my stomach was extended to twice its pre-surgery size. On (B)(6) 2011, I traveled to (B)(6) to have the vaginal mesh and bladder sling surgically removed. According to the surgeon and the assistant surgeon the mesh was so tight that it "twanged like a banjo string" when it was cut. In addition, the mesh had formed densely thick scar tissue throughout the entire posterior vaginal septum and even more profoundly dense scar tissue at the apex of the vagina. There was a tear in the peritoneum at the apex of the vagina where the mesh had been attached. The mesh had been exposed to the peritoneal cavity. The monarch sling was loose and completely non-supportive of the urethra. There was also dense scar tissue where the sling was placed. Dates of use: for devices 1 and 2: (B)(6) 2010-(B)(6) 2011. Diagnosis: vaginal prolapse.